Manufacturer narrative:
D4: added catalog number, expiration date, serial number, and UDI. D10: (B)(6) 02-010-66-3001 - metaphyseal femoral cone, large, h32mm. (B)(6) 02-012-64-1812 - tru fluted stm ext 18mm x120mm blast. (B)(6) 200-02-38 - three peg patella 38mm. (B)(6) 02-010-06-0350 - tru cc femoral size 5 right. G3: added 510k number. H4: added device manufacture date. H6: corrected health effect - clinical code, health effect - impact code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the prosthesis wear reported cannot be confirmed from the information provided. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
H10. Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that a patient had a right knee arthroplasty on (B)(6) 2023, with no revision surgery reported. There was no other patient/medical information provided. No x-rays or images were provided. There is no other information available.